Event description:
The customer reported that the system's c-arm did not finish the auto test. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on-site investigation. The image processing computer was replaced. The system was tested and operates as intended.